Event description:
Caller states that the inform meter has corrosion on the connector pins, and melted plastic around the connector pin area. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.